Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. On an unspecified date, the patient was hospitalized and was treated with unspecified antibiotics for the event. The cause of the infection was unknown. The patient outcome was not reported. At the time of this report, pd therapy was ongoing. The reporter declined to provide additional information.